Event description:
It was reported by a stryker service technician that several j-tip, l-tip and spatula tip probes are fracturing near the base of the non-operating end.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.